Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a bent is-1 connector pin. The subsequent root cause analysis indicated that mechanical forces applied during the surgery might have led to this damage. Further analysis showed explant damages i.e. Cuttings in the insulation. Blood penetrated the lead in these areas. In summary, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted for an unknown reason and was given to us by a hospital pathology department. Should additional information become available, this event will be updated.